Event description:
During evaluation a returned uv-flash transfer set was found to be out of dimensional specifications. This sample had been returned unopened, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an unused uv-flash transfer set was received for evaluation. Visual inspection, leak testing and clear passage tests were performed with no issues noted. The sample was pressure tested with acceptable results. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. The sample was confirmed for the reported condition. Improvements were made to the mold and molding department procedures. A review of all batch record documents for potentially associated lot number h12l04061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.